Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-1013, awareness date 26-aug-2015). Case was received in united states on 28-aug-2015 and refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014. Consumer reported that, in (B)(6) 2015 (after having essure put in), she was constantly in and out of the hospital. Consumer started having stroke like symptoms almost 2 months after they were put and states that she started getting horrible migraines at the same time. She also bled from the time she got them until april. Consumer was eventually diagnosed with aurora migraines (as reported, understood as migraine with aura). In (B)(6) 2015 she had them removed and states that she has had no migraines but she bleeds now after intercourse. In addition, consumer reported that she still has a piece in her uterus and informed that her doctor left there on purpose. The product technical complaint (ptc) investigation and final assessment were received on 21-sep-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she bled (interpreted as genital bleeding) from the time she had essure inserted for a few months. She was also in and out of hospital due to migraines with aura. Approximately 3 months after insertion, she had them removed but there is still a piece in her uterus (interpreted as device breakage). The genital bleeding is serious due to required intervention and migraines with aura due to hospitalization. This bleeding is listed while migraines with aura is an unlisted event in the reference safety information for essure. The device breakage is non-serious and unlisted in the reference safety information for essure. According to product technical complaint, there is no new failure mode for the device (anticipated). In this case, all events occurred during essure therapy. However, considering the nature of these events, the genital bleeding and device breakage are assessed as related to essure while the causal relationship with migraines with aura is rather assessed as unlikely due to the localized action of essure in the fallopian tubes. This case is regarded as incident since a device removal was required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.